Manufacturer narrative:
This product is registered as a combination product. The investigation results will be provided in the final report.

Event description:
Related manufacturer reference number: 2017865-2020-06844, 2017865-2020-06846. It was reported the patient deceased. There is no known allegation from a health professional that suggests the death was related to the device. It was reported that the cause of death was unknown.

Manufacturer narrative:
As received, only the connector portion of the lead was returned in one-piece measuring 7.5 cm. Visual inspection did not find any anomalies on the lead. Electrical testing did not find any indication of conductor fractures or internal shorts.